Event description:
It was reported that the device erased the patient demographic information and in the arrhythmia episodes had "???invalid data received for episodes". It was later reported that following the in office visit, the device had three carelink transmissions of which the second transmission was successful but the first and third still had invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device erased the patient demographic information and in the arrhythmia episodes had "invalid data received for episodes". The device remains in use. It was later reported that following the in office visit, the device had three remote monitoring transmissions of which the second transmission was successful but the first and third still had invalid data. Also, the device had undersensing which was limiting recordings. The device was removed and no new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a diagnostics problem. The symptoms are characteristic of the device having a solder short issue where multiple areas of memory effectively overlay each other, but physical analysis of the device would be required to definitively identify the cause. The data that is viewable with programmer should be valid.

Event description:
It was reported that the device erased the patient demographic information and in the arrhythmia episodes had "???invalid data received for episodes". The device remains in use. No patient complications have been reported as a result of this event.